Event description:
It was reported the patient had been on antibiotics for four weeks due to bacteremia and then developed a pocket infection. The implantable cardioverter defibrillator (ICD) system was explanted and a leadless pacemaker implanted. It was further reported the organism was identified as strep midas and there was evidence of aortic valve endocarditis on the echocardiogram. The patient underwent an aortic valve/aortic root repair and ICD system extraction. No further patient complications have been reported as a result of this event.